Event description:
It was reported, that a right ventricular leadless pacemaker (lp) had difficulties separating from the delivery catheter, during initial implant on (B)(6) 2024. The device was eventually, able to release after several attempts and various troubleshooting steps. Physician noticed, that the tethers of the catheter were misaligned, after it was removed from the patient's body. And suspected, it was the cause of the difficulty separating. Implant was completed with no further issues. Device was noted, to be dislodged on (B)(6) 2024. An x-ray revealed, the device was in the pulmonary artery. Retrieval and implant of a new device were completed with no issues. Patient was stable before, during and after.

Event description:
New information received noted device exhibited low r-wave sensing and low pacing impedance related to the dislodgement.